Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Both cylinders had wear at a fold in the middle and proximal end. Both cylinders passed the leakage testing. The momentary squeeze (ms) pump kink resistant tubing (krt) was worn to the filament. The pump krt had a hole with a leak from wear against the other krt cylinder section. The pump passed visual inspection, leakage testing and functional testing.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) had a revision for unknown reasons. There were no patient complications. Upon analysis, device malfunction was noted.